Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-05494. It was reported the patient underwent surgical intervention about two years ago wherein the scs system was explanted due to ineffective stimulation. Manufacturer was not notified at that time. The patient received three leads. Two of them with a model # 3163 belong to a same lot number (2825332).